Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g6, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ultrasonic sound lines are missing, adhesive around the acoustic lens is chipped, damage on ultrasonic probe, foreign material in the air water cylinder and debris may fall inside the body a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ultrasonic probe, ultrasound image is abnormal. The most probable cause of the adhesive around the acoustic lens is chipped, damage on ultrasonic probe is cause traced to component failure and for foreign material in the air water cylinder and debris may fall inside the body is cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope rubber turn over at probe section. There was no procedure when the issue was found. There were no reports of patient injury or harm.